Event description:
It was reported that a malfunction occurred on the customer's pump, identified as malfunction code malf 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support in resetting the pump, but the issue persisted. Consequently, a pump replacement was arranged, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The customer was also guided on returning the malfunctioning pump to tandem.